Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the physician flushed the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) with saline and delivered it into a competitor¿s microcatheter. The stent was impeded in the microcatheter tip and could not pass through it. The physician replaced the microcatheter with a cerenovus microcatheter (catalog / lot# unknown) and encountered the same issue; the stent was impeded in the microcatheter tip and could not pass through. A new stent was used as replacement to complete the procedure. There was no report of any negative patient impact. On 28-jan-2023, the cerenovus sales representative provided additional information. The information indicated that the procedure was targeting a lesion on the m1 bifurcation of the middle cerebral artery (mca). The stent component was still on the delivery wire when it was removed from the patient. Related to whether the stent / stent delivery system appeared damaged, the response received was, ¿yes, there is a discount at the near end of the conveying guidewire.¿ nothing unusual was noted about the system prior to use. The microcatheter initially used with the stent before the physician switched to the cerenovus microcatheter was a microcatheter from puhui medical. It was reported that continuous flush was maintained through this microcatheter and another device went through it without issue. The physician switched from the puhui medical microcatheter to a 150cm x 5cm prowler select plus microcatheter (606s255x / 30894113). This prowler select plus microcatheter was not replaced when the same issue was encountered with the stent. Another 4mm x 23mm enterprise 2 stent (encr402312) was used as a replacement to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported issue. Based on complaint information, the device was not available to be returned for analysis. (B)(4) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 7044264. The history record indicates this product was final inspection tested at (B)(4) medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician flushed the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) with saline and delivered it into a competitor¿s microcatheter. The stent was impeded in the microcatheter tip and could not pass through it. The physician replaced the microcatheter with a cerenovus microcatheter (catalog / lot#: unknown) and encountered the same issue; the stent was impeded in the microcatheter tip and could not pass through. A new stent was used as replacement to complete the procedure. There was no report of any negative patient impact. On 28-jan-2023, the cerenovus sales representative provided additional information. The information indicated that the procedure was targeting a lesion on the m1 bifurcation of the middle cerebral artery (mca). The stent component was still on the delivery wire when it was removed from the patient. Related to whether the stent / stent delivery system appeared damaged, the response received was, ¿yes, there is a discount at the near end of the conveying guidewire.¿ nothing unusual was noted about the system prior to use. The microcatheter initially used with the stent before the physician switched to the cerenovus microcatheter was a microcatheter from puhui medical. It was reported that continuous flush was maintained through this microcatheter and another device went through it without issue. The physician switched from the puhui medical microcatheter to a 150cm x 5cm prowler select plus microcatheter (606s255x / 30894113). This prowler select plus microcatheter was not replaced when the same issue was encountered with the stent. Another 4mm x 23mm enterprise 2 stent (encr402312) was used as a replacement to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported issue.